Event description:
Angio-seal device did not deploy and manual pressure was applied to achieve hemostasis. The patient developed a retroperitoneal bleed requiring a blood transfusion. The patient has reportedly recovered. A pre-placement angiogram was performed prior to deployment.